Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 27mm portico valve was selected for implant in a "middle, not really acute angle." During deployment, the prosthesis "jumped." It was in the right position at the time of final deployment and upon release, the prosthesis tilted slightly and came up by sliding over a calcification. It was reported that there was "definitely enough calcium" to allow anchoring. The valve was reported to have been released when it migrated, however the "releasing of the valve was maybe a bit fast at the end." The physician used a lasso to pull up the portico valve slightly and then a non-abbott valve was implanted. The final implant depth of the initial portico valve was 3-4mm. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of valve migration was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600115937 revision a "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage".